Manufacturer narrative:
The t:slim pump user guide states: the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level in the mid 400s (mg/dl) and trace ketones. Reportedly, customer stated that they were exposed to extreme heat and sunlight and that the pump felt a little warm. Customer did not report receiving any alarms. Customer temporarily removed the pump and administered a correction with an insulin pen. Reportedly, customer uses humalog insulin in pump cartridges for 4-5 days. Customer was reminded that humalog is indicated for use up to 48 hours, and recommendation was made to consult with health care provider to discuss diabetes management.